Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 00-01-11 - equi, hum stem primary, press fit 11mm: (B)(6), 315-35-00 - glnd kwire: (B)(6), 315-35-00 - glnd kwire: (B)(6), 320-06-38 - glenosphere 38mm:(B)(6), 320-10-00 - equi reverse tray adapter plate tray +0: (B)(6), 320-15-03 - rs glen plate l post aug, 8 deg, left: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-20-22 - eq rev com scr lck cap kit, 4.5 x 22mm: (B)(6), 320-20-26 - eq rev com scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-26 - eq rev com scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-38 - eq rev comp scr lck cap kit, 4.5 x 38mm: (B)(6), 320-20-38 - eq rev comp scr lck cap kit, 4.5 x 38mm: (B)(6), 320-38-03 - 145-deg pe 38mm hum liner +2.5: (B)(6), 321-52-07 - 3.2mm drill bit sterile:(B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient who had a right rtsa, underwent a revision procedure due to pain. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as the hospital kept them. No device images were provided. No further information.